Event description:
A physician attempted arteriotomy closure using the starclose device. The clip was deployed and reportedly was positioned in the lower vessel wall. Surgery was performed to remove the starclose clip.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Review of the device history record for this lot is forthcoming. Any relevant finding will be submitted in a follow up report.